Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system the tubing was damaged or deformed. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the nurse found the tube and the rubber plug of the closed vein indent needle were broken and immediately replaced it with a new closed vein indent needle. She found the tube and the rubber plug of the closed vein indent needle were broken again, and immediately replaced it with a new closed vein indent needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1174489. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system the tubing was damaged or deformed. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the nurse found the tube and the rubber plug of the closed vein indent needle were broken and immediately replaced it with a new closed vein indent needle. She found the tube and the rubber plug of the closed vein indent needle were broken again, and immediately replaced it with a new closed vein indent needle."